Event description:
Customer reported feeling ill with low blood glucose symptoms. Customer's device = 200 mg/dl. Paramedics were called and their device = 40 mg/dl. Customer was given a glucose injection. No controls. A request was made for return product and replacement product was sent.